Manufacturer narrative:
The report of shocking sensation was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing, and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-23316. Related manufacturer reference number 1627487-2020-23318. It was reported that patient was experiencing uncomfortable stimulation in their face. Patient underwent surgery on (B)(6) 2020 wherein their implantable pulse generator was explanted. Patient is stable.